Manufacturer narrative:
Nurse tech's identifier's have not been offered. Further attempts will be made for this information. This was not a product problem or adverse event. There is no expiration date established for this device. Device was evaluated in the field. This does not constitute as a malfunction, death or serious injury. Device manufactured date is unknown at this point. Further attempts will be made for this information. Evaluation summary - this type of failure was user misuse which resulted in the light turning off during a case. The doctor accidently moved the light head to a position more desirable and upon doing so, accidentally hit a nurse in the head. When the nurse was hit, the light went out. This type of failure would be considered user misuse and is not the fault of stryker communications. This is not a single-use device.

Event description:
It was reported that during a case, the doctor was rotating the led light and accidentally hit a nurse tech in the head. When the light hit her in the head, the light went out. No adverse consequences to user.